Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow up scan, aneurysm enlargement was observed with 1cm of distal migration. The graft currently sits at the distal end of the aortic neck. No contrast is evident in the aneurysm sac so a type I endoleak cannot be confirmed. The physician states the possible cause of the event was due to disease progression. No intervention is scheduled. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).